Manufacturer narrative:
Final analysis of lead model 388928 showed lead body conductor broken at or near tines.

Event description:
It was reported that the electrodes 0, 1, and 3 gave impedances greater than 4,000. The lead was broken and fractured. The patient experienced less than 50% therapy relief at the lead location. The lead was replaced and the patient required hospitalization. X-rays and impedance testing were performed. Two weeks later it was reported that the patient was doing fine.

Manufacturer narrative:
Concomitant products: product ID 388928, lot # 0204008296, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead. (B)(4).